Manufacturer narrative:
Additional information:h3-device evaluation: lens returned in a micro- centrifuge vial with moisture. Visual inspection found no visible damage to lens. Claim# (B)(4).

Manufacturer narrative:
B5- the reporter indicated that a 13.7mm, vicm5_13.7, -7.50 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged for shorter length lens due to excessive vault. This exchange resolved the problem. (B)(4).

Manufacturer narrative:
Sex, weight, race-unknown. This product is not marketed in the us work order search: no similar complaint type events were reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter indicated that a 13.7mm, vicm5_13.7, -7.50 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. Excessive vault was observed, lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.